Manufacturer narrative:
Alleged failure: cib, antonio, biomed, during sx it fills the stomach and giave out in the middle, temp the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a loose component on the gas adapter and/or a leak within the low pressure unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of insufflation during procedure.

Event description:
It was reported that there was loss of insufflation during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.